Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded battery cap contact. However pump passed all operating currents. No unexpected failed battery test noted. The insulin pump was received with cracked display window corners, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display, and failed battery test. Blood glucose at the time of incident was 123mg/dl. The customer states having multiply failed battery test alarms. The customer was advised to try a new battery, but the failed battery reoccurred. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was able to resolve the issue. The customer stated that the display did return after inserting a new battery. However the reoccurring failed battery test was not resolved. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.